Event description:
It was reported that the right ventricular (rv) lead experienced undersensing and fractured insulation. In addition, the right atrial (ra) lead exhibited a small insulation fracture approximately 3-5 centimeters distal to the lead connector. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned in several pieces and with severe explant damage. An in-vivo insulation breach or conductor fracture was not observed. The full lead was not returned.